Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case occured outside of th USA, in (B)(6). A nurse notified teoxane of an adverse event on (B)(6) 2023. A patient was injected with 1.2 ml of teosyal rha 4 into the chin. Two days later, on (B)(6) 2023, the patient presented with pain, bruising, and possible mottling at the injection site. According to the information received, the diagnosis seems to be a partial vascular occlusion at the injection site. The same day, we were informed that the patient has been seen for follow-ups on 21-aug-2023, 23-aug-2023 and 26-aug-2023, the injector provided the following medical treatments: on (B)(6) 2023, the patient was treated with : firm massage accompanied with heat packs, 2x 1500iu diluted in 3cc xylocaine 2% for 1.5 hours, 1x 1500iu diluted in 3cc normal saline for 1 hour, 1x 300mg taken aspirin for 1x day. And on (B)(6) 2023, the patient was treated with: 2x 1500iu diluted in 3cc xylocaine 2% for 1.5 hours, 1x 1500iu diluted in 3cc normal saline for 1 hour. Full resolution and improvement noted on 21-aug-2023 and no further treatment prescribed (capillary refill in all areas under 3 seconds). The complaint was considered closed.